Event description:
Healthcare professional reported via nbir right side capsular contracture, baker grade iii and "change shape/size/style". Device has been explanted and replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii and change of shape/size/style.